Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe was tight and hard to pull back. The following information was provided by the initial reporter: the plunger seems tight which makes it more difficult to pull back.

Event description:
It was reported that the bd luer-lok¿ tip syringe was tight and hard to pull back. The following information was provided by the initial reporter: the plunger seems tight which makes it more difficult to pull back.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number (B)(4)and lot number 2088732. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.